Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a perforation was noted in the heavily tortuous left circumflex artery. The 2.80x19mm graftmaster stent system was advanced, but failed to reach the perforation, so the device was removed without issue. There was no adverse patient sequela. Another graftmaster stent was implanted to complete the case. No additional information was provided.